Manufacturer narrative:
Manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and nine months of post deployment, a computed tomography angiography of chest was performed for shortness of breath. The study showed that large pulmonary embolus in the distal main right pulmonary artery extending into the lobar and some of the proximal segmental branches. Additional small partially occlusive thrombus in a left upper lobe segmental branch. Two days later, a computed tomography of abdomen and pelvis was performed which showed difficult to evaluate for thrombosis in the vicinity of the inferior vena cava filter, there was suggestion of possible central filling defect surrounding the inferior vena cava filter, just above the medial legs of the filter. The inferior vena cava filter was in satisfactory position, albeit slightly eccentric position. The legs of the inferior vena cava filter are in satisfactory position. Inferior vena cava filter was appropriately localized inferior to the renal veins. One month later, a computed tomography angiography of chest was performed for chest pain. The study showed that previously seen large right sided pulmonary embolism has essentially completely resolved. Questionable small amount of residual thrombus located within the periphery of the distal aspect of the right main pulmonary artery may remain. Two months later, a computed tomography of abdomen was performed for recent thrombus in inferior vena cava filter. The study showed that infra renal inferior vena cava filter was in place. Inferior vena cava filter was located 2.5 cm below the lowest renal vein. A few of the inferior vena cava struts extend beyond of the lumen of the inferior vena cava. No definite thrombus was seen within the inferior vena cava or inferior vena cava filter. Three months later, a computed tomography of abdomen was performed to evaluate the inferior vena cava filter. The study showed that inferior vena cava filter in place. The superior aspect of the filter at 2 to 2.5 cm below the left renal vein. The filter was slightly tilted with the superior aspect along the right lateral wall of the inferior vena cava. Several feet of the filter protrude beyond the anterior and posterior wall of the inferior vena cava by several millimeters. There was no visible perforation of the aorta. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) and thrombus at the level of filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant and thrombus at the level of filter; however, the current status of the patient is unknown.